Event description:
On (B)(6) 2012, it was reported that the vns patient fell, hitting his chest 2-3 weeks ago while having a seizure and now the lead is visible at the chest and neck site. The patient also reported that it feels tight. The patient did not report any issues with his vns other than feeling tightness. The nurse stated that the vns is functioning ok, it is just that the lead is visible and the physician referred the patient to a surgeon. Although surgery is likely, it has not occurred to date.